Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.

Manufacturer narrative:
The device was received undeployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed first prime at 48 pulses, and it was deactivated at 48 pulses. The device was deactivated before the needle mechanism could deploy. No problems could be found with the insertion of the cannula if the cannula never deployed. No bends nor kinks were observed to the soft cannula because the soft cannula never deployed.